Event description:
A report was received that the patient was not getting adequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.